Manufacturer narrative:
Sensor carelink additional investigation was performed for the cal error/ calibration not accepted alert. Calibration not accepted because timestamp of bg is too far in the past or future. Sensor performed within specifications. The event is considered confirmed and it is unlikely that the sensor contributed to the cal error/ calibration not accepted alert. Sensor carelink additional investigation was performed for the change sensor/bad sensor alert. Change sensor due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that thesensor contributed to the change sensor/bad sensor alert. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the sensor glucose vs. Blood glucose issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose (sg) vs. Blood glucose (bg). The customer reported no adverse event. The event involved product(s) mmt-7040a. The customer is reporting a discrepancy between sg and bg. It was unknown whether insulin delivery was suspended due to sensor glucose vs. Blood glucose difference. The blood glucose value from the reported event was 140 mg/dl. The sensor glucose value from the reported event was 59 mg/dl. Sensor glucose and blood glucose difference is 81 mg/dl. No harm requiring medical intervention was reported. Mmt-7040a was requested and the customer response was the device will be returned.